Manufacturer narrative:
A 3rd party service agent examined the device and verified the reported issue. The customer was provided with a replacement device. The device was forwarded to physio-control for evaluation. Physio examined the customer's device and verified that all three icons (charge pak, attention and service wrench) were present on the display. Physio also observed that the device would not power on when prompted. Physio determined that the cause of the reported issue was that two (2) hybrid layer capacitor (hlc) batteries, designators bt1 and bt2, located on the analog pcb assembly were electrically shorted. As a result, the hlc batteries were damaged and would no longer charge to a full voltage level resulting in the device not being able to power on when prompted. Physio also observed that the charge pak installed in the device had been previously homed to a different unit and had depleted due to the electrically shorted hlc batteries.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). All three icons is indicative of a internal power issue which could prohibit the device from powering on to deliver defibrillation therapy to a patient, if needed. There was no patient use associated with the reported issue.